Manufacturer narrative:
No product will be returned for evaluation.

Event description:
The patient's mother mentioned the patient's insulin infusion sets have been "popping out" during physical activity. The patient's mother stated the patient uses prep wipes. She was advised to use an additional adhesive to secure her infusion headset. The patient's mother had discarded the insulin infusion sets, and did not have the lot number of the sets. Further attempts to contact the patient for follow up were unsuccessful. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. No product was available to be returned for evaluation.